Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. This file was opened to capture a generalized complaint, therefore no patient information is available as the event was reported retrospectively.

Event description:
It was reported that there have been multiple events in which the nurses were attempting to program delayed infusions on several pump modules when the pcu rebooted itself. The nurses were able to successfully program both channels a and b, however, when the nurses attempted to program channel c, the pcu would reboot itself. The device event logs were reviewed and confirmed by the customer that there were log entries of error code 800.8000 with different sub codes recorded.